Event description:
It was reported that the tips of the units broke off.

Event description:
It was reported that the tips of the units broke off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the sheath confirmed the presence of a broken ceramic tip. The broken ceramic tip was not returned with the sheath. Also, the sheath was extremely bent. The probable root causes for the observed damages could be due to dropping/banging of the device against a hard surface and/or user error. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.